Manufacturer narrative:
Insulin pump passed the displacement test and self test. However, moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Pump received with corroded battery tube, stripped coin slot, cracked reservoir tube lip and cracked battery tube threads. The test infusion set and reservoir does lock into place. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump's battery cap was not fitting on the battery compartment. Customer stated piece of the battery cap have broken on the battery compartment. Customer was able to remove the piece , but when inserted a new battery, insulin pump did not turn on. Customer tried different batteries without success, but issue not resolved. It was observed that the battery compartment was corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.